Event description:
A customer reported that their tandem slim pump was experiencing charging issues. It charged only to 5% and then would stop functioning after about 15 minutes, preventing its intended use. However, the customer still managed to receive some insulin from the device. There was no adverse impact to the customer¿s blood glucose level. Technical support was contacted, and the customer sought advice on alternative ways to use a different type of battery. No additional information was received regarding the outcome of the event.